Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 25 and january 29, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had more than 50% left inside after 24 hours. This occurred during patient use. The patient's line was kinked and a bit resistant to flush. The device contained benzylpenicillin sodium 7200mg plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.